Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the normal change out procedure the physician experienced difficulty loosening the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) with two different torque wrenches. Technical services (ts) was consulted and suggested troubleshooting techniques. Ultimately the setscrew was able to be loosened and the electrode removed. The electrode was able to be implanted with the new s-ICD. No adverse effects were reported. The s-ICD was explanted as planned and returned for analysis.